Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right atrial (ra) pacing impedance measurements, measuring greater than 2000 ohms. Additionally, there was some inappropriately stored atrial tachy response (atr) events due to oversensing of noise. Upon further review, it was found there was a signal artifact monitor (sam) due to oversensing of the minute ventilation (mv) signal. The patient reported feeling lightheaded. At this time, this pacemaker system remains in service and there were no additional adverse patient effects reported.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right atrial (ra) pacing impedance measurements, measuring greater than 2000 ohms. Additionally, there was some inappropriately stored atrial tachy response (atr) events due to oversensing of noise. Upon further review, it was found there was a signal artifact monitor (sam) due to oversensing of the minute ventilation (mv) signal. The patient reported feeling lightheaded. At this time, this pacemaker system remains in service and there were no additional adverse patient effects reported. This device was included in the minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.